Event description:
It was reported that during a routine changeout procedure, the superior vena cava (svc) coil impedance read "none" when connected to the new device. The physician attempted to disconnect and reconnect the lead several times and still got the same result. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).